Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicm5_ 12.6, -5.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.